Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that tip detachment occurred. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, it was noted that the tip of the wire broke off in the patient. There were no patient complications as a result of this event.

Event description:
It was reported that tip detachment occurred. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, it was noted that the tip of the wire broke off in the patient.